Event description:
It was reported that the during a convective radiofrequency water vapor thermal therapy procedure the screen had orange lines across and after 2 restarts it failed all together. The procedure was halfway completed when the generator issue occurred. The procedure was aborted with no harm to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the issue was with the single board computer (sbc) board, it was replaced and the generator went through the burn-in process four more times and there were no issues. The generator was received with minor plastic enclosure damage. Most likely due to normal usage wear. Those parts were replaced. The rest of the generator was in overall good physical condition. Based on the issue with the sbc board, an evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the during a convective radiofrequency water vapor thermal therapy procedure the screen had orange lines across and after 2 restarts it failed all together. The procedure was halfway completed when the generator issue occurred. The procedure was aborted with no harm to the patient.